Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings:during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen is dim and fading. Patient stated that the dim display issue occurred a few days prior. Issue was not resolved by battery change, contrast reset or removal of the lens cover film. Patient reported that there was no trauma and no moisture ingress to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.